Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the scroll compressor and then completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the pressure regulator calibration on a cardiosave intra-aortic balloon pump (iabp) failed and fault code# 77 messages. After 30 minutes the compressor output test, the pressure regulator only reads 350 mmhg. There was no patient involvement, thus no adverse event was reported.